Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 40 tubes with foreign matter, markings are defective with 34 tubes, and 20 tubes have air bubbles in gel with a bd vacutainer® sst¿ blood collection tubes. These were discovered prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: fm in gel x7. Defective marking x34. Dirty tube x33. Air bubbles in gel x20.

Manufacturer narrative:
Investigation: bd received several samples from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for fm on/in gel, missing print, scratched tube, defective printing, ink smear and gel air bubbles with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that there were 40 tubes with foreign matter, markings are defective with 34 tubes, and 20 tubes have air bubbles in gel with a bd vacutainer® sst¿ blood collection tubes. These were discovered prior to use. The following information was provided by the initial reporter, translated from japanese to english: fm in gel x7, defective marking x34, dirty tube x33, air bubbles in gel x20.